Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 118 (night drain 18) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 08:17:39. No additional information is available.